Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause of this complaint is traced to component failure. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The bronchovideoscope was returned to the service center with a report of lens was foggy and won¿t focus. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, dirty lenses was found. There was no patient involvement.